Manufacturer narrative:
Date sent to the FDA: 10/02/2020 additional information was requested, and the following was obtained: *was there any adverse consequence associated with the patient?---no *please provide procedure date---(B)(6) 2020 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot pez819, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any adverse consequence associated with the patient? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgery of an old fracture of right medial malleolus on (B)(6) 2020 and suture was used. During the procedure, the suture broke when sewing the wound. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Additional information has been requested.